Event description:
No new information.

Manufacturer narrative:
Reported event. An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results. Product evaluation and results: a total of 4 (out of 6) screws were confirmed missing. There was no debris or damage present in the threads of any of the holes. The thread is the correct size as it accepts the fastener (m2 x 0.4) correctly. There were no signs of damage or excessive wear on the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The following information was provided: missing screw. Screw was counted preop and fell out intra op. X ray had to be brought in to confirm it was not in the patient. Case delayed 30 minutes for x ray. Case type / application: tha 4.1.